Event description:
Information received indicates the valve was removed due to central regurgitation and structural dysfunction noted by echo and catheritization prior to explant. The structural dysfunction was related to a cuspal tear and commissure torn from the root. Value was explanted and replaced without patient complication.